Manufacturer narrative:
MFR's report date: 10/22/2009. Pt's info requested and all available info is included. The product has been requested to be returned for evaluation and customer was provided a shipping label. A follow up report will be submitted if further info is obtained.

Event description:
Customer reported tpn was infusing on an infant at a very slow rate. The pt experienced low blood glucose levels and the staff could not determine the cause of the hypoglycemia. Dextrose was administered several times, the blood glucose continued to fluctuate and it appeared the pt was not responding to the dextrose boluses. The staff then noted the bedding was wet; upon further inspection, a leak was noted on the "back" side of the filter. The IV tubing was changed, the tpn infusion restarted and the infant's blood glucose stabilized. No long term pt harm reported. No add'l info was available.